Event description:
Event: misplacement of superior attachment resolved with cuff. Case details: it was reported that the graft was successfully implanted but there was a migration of the superior attachment distally by approximately 1 1/2 cm. Another company's cuff was placed and endoleak was successfully resolved.